Event description:
According to the reporter, this event occurred before breast biopsy procedure. In this facility, only the hydromark was pulled out first after marker placement, not together with the probe. The procedure after hydromark placement has not yet been changed. After marker placement, only the hydromark is removed. Then close the probe aperture and pull out the probe the process is carried out as above. Therefore, the hydrogel was cut when the probe aperture was closed. The facility explained that no fragment remained inside the patient body. Procedure was completed. No patient complication.

Manufacturer narrative:
According to the reporter, this event occurred before breast biopsy procedure. In this facility, only the hydromark was pulled out first after marker placement, not together with the probe. The procedure after hydromark placement has not yet been changed. After marker placement, only the hydromark is removed. Then close the probe aperture and pull out the probe the process is carried out as above. Therefore, the hydrogel was cut when the probe aperture was closed. The facility explained that no fragment remained inside the patient body. Procedure was completed. No patient complication. After evaluation of the complaint information received it was confirmed that a tip shear occurred. The details of the complaint stated the following in the event description" in this facility, only the hydromark was pulled out first after marker placement, not together with the probe" and "after marker placement, only the hydromark is removed." The root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "the marker applicator may be sheared off resulting in a piece left behind in the patient. The probability of a tip shear may increase as a result of: · removing or rotating the marker applicator independently from the probe." And "remove the hydromark¿ applicator and the mammotome® revolve¿ biopsy probe together as a single unit from the site". Although no patient/user injury occurred, we are reporting this event as this failure mode has been reported in the past.